Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 2 patient samples on a cobas c 513 analyzer. Patient 1's initial result was 9.7%. The result from a non-roche analyzer was 4.8%. Patient 2's initial result was 5.3%. The result from a non-roche analyzer was 4.2%.

Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number and expiration date were not provided. The presence of crystals on the cuvette surfaces and dirt in the cells was observed. The investigation is ongoing.